Event description:
The manufacturer's representative reported that the pt had become "narcotized" the day after a catheter revision, 2001. The pump rate was decreased several times until the hydromorphone dose was 0.45 mg/day. The pump rate was gradually increased over a week's time to a rate of 0.7 mg/day of hydromorphone. After this, "intermittent withdrawals were noted. Another catheter revision was performed one year later and a pump replacement three months later the "pt has been fine since, and his dose has been fairly stable".